Manufacturer narrative:
Vascular complications are rare serious side effects, although widely known and documented in the context of filler injections. They are related to the accidental injection of the product inside or close to a blood vessel, leading to its occlusion or compression, blocking the blood flow. If treated on time with an appropriate treatment, symptoms can be fully resolved without sequalae. If the vascular complication is not detected/diagnosed and treated timely, it can lead to a skin necrosis. The risk of such adverse reactions is mentioned in the instructions for use of teosyal products. Literature data: de boulle k, heydenrych I. Patient factors influencing dermal filler complications: prevention, assessment, and treatment. Clin cosmetic dermatol. 2015;8:205-14. Signorini, m., et al. (2016). "Global aesthetics consensus: avoidance and management of complications from hyaluronic acid fillers-evidence- and opinion-based review and consensus recommendations." Plastic and reconstructive surgery 137(6):961e-971e. Kim j h, ahn d k, jeong h s, suh I s. Treatment algorithm of complications after filler injection: based on wound healing process. J. Korean med sci. 2014 ; 29/suppl 3) : s176 - s182.

Event description:
A nurse reported that a female patient of an unknown age received rh4 on (B)(6) 2021; dose and frequency was unknown. An unknown volume of rh4 was applied to the chin area using an unknown injection technique. The needle from the box was used. It was not reported whether a cannula was used for administration of rha 4. On (B)(6) 2021, the patient developed pain, and the chin area had white and red streaking. As treatment, on (B)(6) 2021 the nurse diluted the product and thought there was a partial occlusion. The outcome of the events was not provided. The product was not available for return. No additional information was available at the time of this report.